Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient¿s eye due to z-syndrome. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens in three pieces. The optic has been cut or torn in half. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the right eye was affected. Patient had starburst due to z-syndrome that caused the inferior portion of the optic to elevate. A different model lens was implanted in the sulcus.